Event description:
This pt with a history of metastatic lung cancer was brought to the emergency dept to have their port evaluated. According to the nurse at the nursing home, the port would not work. An angiogram was done, which showed near occlusion of the port with some extravasation of contrast around the port. Pt was then taken to surgery on 7/2001 for removal and replacement of the port. Pt tolerated the procedure well.